Event description:
The manufacturer received information that an end user alleged she was "electrocuted" while using a continuous positive airway pressure (CPAP) device, heated humidifier, and a mask and headgear. The end user stated she sustained "burns" where the headgear touched her skin. There was no serious or permanent injury reported, and no medical intervention was required. The end user also reported the alleged event to the FDA. The (B)(4) supplier confirmed that the mask and headgear were not manufactured by (B)(4). Although there was no allegation the CPAP or associated heated humidifier were the cause of the user's reported event, the manufacturer requested return of the devices for investigation. The end user declined to return the devices. The manufacturer also requested photos of the alleged injury from the end user, and requested data from the (B)(4) logged by the CPAP device. No further information has been received to date. The manufacturer is unable to confirm the user's allegation of "electrocution" or "burns" while using the CPAP, heated humidifier, and competitor's mask and headgear. The manufacturer searched their complaint system and found no similar reported events of patient harm. Based on the available information, the manufacturer concludes this is an isolated event, and no further action is necessary.